Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a stroke, which was allegedly caused by exposure to the product administered for dialysis treatment.